Manufacturer narrative:
The sighting of the production order and material certificates shows no meandrings.

Event description:
Broken screw. The revision op was in (B)(6) 2012. Now the patient is well.